Manufacturer narrative:
(B)(4). Date sent: 04/27/2021.   Additional information was requested, and the following was received: what were the indications for surgery? End to end anastomosis (lar) clarification needed: was the leak found intra-operatively during the initial surgery and hand sewing was used to address the leak? Or, did the patient have the leak post-operatively and a re-operation was done to address the leak? Yes . Leak test was done by the surgeon post operation . Re-operation was done to address the leak . If the leak was post-op, how many days postoperative did the leak occur? After 2days , surgeon found this and decided to reoperate . If the leak was post-op, how was the leak identified? It was identified during incubation period. If the leak was post-op, what was observed at the site of the leak upon reoperation?surgeons decision. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the surgical procedure? No . Surgeon was using earlier . What healthcare professional fired the device and what is his/her experience with the device? Hod , gi surgery ,aiims. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Proximal & distal part donuts was perfect . Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the surgical procedure? No it was open surgery . It was clear to the operating surgeon & assistant as well . What is the status of the patient? Now good.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Clarification needed: was the leak found intra-operatively during the initial surgery and hand sewing was used to address the leak? Or, did the patient has the leak post-operatively and a re-operation was done to address the leak? If the leak was post-op, how many days postoperative did the leak occur? If the leak was post-op, how was the leak identified? If the leak was post-op, what was observed at the site of the leak upon reoperation? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the surgical procedure? What is the status of the patient? It was reported that the device was being retained. Will the device be released at a later time and returned to us for evaluation? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that device was used in end to end anastomosis. Surgeon was satisfied with the firing & leak test was conducted. But leak was found in the anastomotic area. Additional treatment: surgeon was re-operated through hand sewing method.